Event description:
Lv capture management determine that threshold increased by 1.000 v from (B)(6) 2021, to (B)(6) 2021. This increase was greater than amplitude safety margin (+0.5000v) and may have compromised capture. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).